Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to monitor the pump and contact support if any further issues arise.